Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced muscle stimulation. It was confirmed through fluoroscopy that the insulation of this lead was broken approximately 2 centimeters (cm) distal from the device. Pacing impedance measurement was below 200 ohms. The defibrillator function was deactivated and a lead revision was performed wherein the lead was capped and surgically abandoned. A new lead was implanted with good measurements. No additional adverse patient effects were reported.